Event description:
It was reported that the patient experienced a fall and lost therapy on unknown date.

Manufacturer narrative:
Corrected data: b5, d4 (serial number), d10 and h6 (medical device problem code) correction: section g3-the date received by manufacturer should have been dec 4, 2023 rather than dec 5, 2023 in the initial report. Date of event is estimated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number 3006705815-2023-08460. It was reported that the patient experienced on (B)(6) 2023 a fall and lost therapy. Both leads were found to have migrated. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.